Event description:
It was reported that patient experienced issues with his inflatable penile prosthesis (ipp). Device was not working due to fluid loss. Did not find where the fluid loss came from. Removed all components and replaced with 21cx, 4cm rte, and conceal. No adverse patient effects. No additional information was requested as it was stated no further information is available. Should additional information be received, a supplemental report will be submitted.